Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. There was no patient injury or medical intervention reported to be associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of the logs of the associated homechoice device revealed that the alarm was a system error 2240 (air in line/set). Should additional relevant information become available, a supplemental report will be submitted.